Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the seal on the side of the bag. The leaks were discovered prior to patient use. There was no patient involvement.  No additional information is available.

Manufacturer narrative:
Three actual samples were received for evaluation. A visual inspection was performed and noted all three of the samples had been cut to drain the bag contents before return. Visual inspection using magnification showed two bags with a hole at the bottom left corner, and one bag with a hole at the top left corner. Functional leak testing was performed and observed a leak from the bottom left corner on two of the samples. On the third sample, a leak was noted at the top left corner. The reported issue was verified. A hole was identified in the corners of all samples which caused a leak to occur. The cause of the holes could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.